Event description:
Terumo received the following reported information: during deployment, there was no string attached inside the ango-seal. The procedure was a neuro case. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable, and no blood loss was reported. Hemostasis was achieved by manual compression.

Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.